Event description:
A renal cyroablation procedure was in progress; with 3 probes in place (kidney adjacent), when the siemens 64-slice CT scanner had an error for gantry temperatures out of range. This caused the scanner to lock up and delay the patient's procedure/ extend the patient's anesthesia time.